Event description:
It was reported that this patient was having retrograde conduction for a long period of time and indicated that they had been feeling syncopal lately. Boston scientific technical services (ts) provided guidance to the boston scientific representative (rep) that the patient is having premature ventricular contractions (pvcs) and if the pvc occurs during the cross-chamber blanking period, then the device provides ventricular pacing which set up the retrograde conduction the rep indicated that they were unsure if this was causing the syncope symptoms when the patient is exerting themselves as they did not have symptoms when lying in bed. In response, the lower rate limit (lrl) of the device was reprogrammed from 75 beats per minute (bpm) to 70 bpm and the pvcs were noted to no longer be occurring in the blanking period. The patient was also given a magnet to take home to use when they are feeling symptomatic in order to record events. The device remains in-service. No additional adverse patient effects were reported.